Event description:
It was further noted that the patient was hospitalized for a catheter fluoroscopic and check. The pump serial was also provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the aspirated volume was too high. It was noted the expected residual volume was approximately 3ml and the actual residual volume was approximately 15ml. It was noted that hospitalization was required. It was noted the patient went for troubleshooting in the hospital, but the results were not known. The patient was alive with no injury. The pump was used to deliver morphine. Patient outcome was not provided. Additional information has been requested, but was not available for the date of this report.

Manufacturer narrative:
(B)(4): this device is included in the medical device correction, "synchromed ii implantable drug infusion pump overinfusion", customer letter (march 2014).